Event description:
In 2008, a male underwent aaa procedure as labeled. The grey positioner and the inner cannula were removed after the main body was placed. When a sizing catheter was inserted, blood leakage from the hemostatic value of the main body delivery system occurred. The amount of blood leakage was about 100ml. A 14fr sheath was introduced to the value to stop the leakage.

Manufacturer narrative:
No product was returned to assist with our investigation. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. An internal clinical review of this report determined this event was related to product quality. In an effort to prevent further occurence of this failure, a corrective action has been previously assigned to address this matter. The appropriate individuals have been notified of this report and we will continue to monitor for similar situations.